Manufacturer narrative:
The device is not going to be returned for evaluation. Without return of the product, we are unable to perform a complete investigation into a possible root cause of the reported event. A device history record review was completed and it was confirmed that the device met specifications upon distribution.

Event description:
It was reported that the thermistor was "defective" and the patient's temperature was overestimated. Cardiac output readings were unavailable. There were no patient complications reported.